Event description:
It was reported that when interrogating a patient's device, programmer locks up with serious programmer error message. Another programmer was able to be used. Will be running the service disc "which should correct the error message." No patient complications were reported as a result of this event.

Event description:
It was reported that when interrogate a patient's device, programmer locks up with serious programmer error message. Another programmer was able to be used. Will be running the service disc "which should correct the error message." No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion code(s).